Manufacturer narrative:
The user followed up and stated she received medical treatment from an employee health center. Section b5 has been updated to reflect this.

Event description:
It was reported a user strained their back while using the eye surgery stretcher to transport patients. It was originally reported that the user did not seek medical treatment for the back strain and was unable to provide a model or serial number. The user also stated that she spoke with multiple stryker employees and was informed that the type of stretcher she was using lacks push handles because it is not intended for transportation purposes. The user followed up again and was able to provide the model and serial number of the stretcher and stated she received medical treatment from the employee health center.

Event description:
It was reported a user strained their back on a couple of different occasions while using the eye surgery stretcher to transport patients. There was no report of medical intervention for the back strains. The user was unable to provide a model or serial number for the devices. The user also stated that she spoke with multiple stryker employees and was informed that the type of stretcher she was using lacks push handles because it is not intended for transportation purposes.

Manufacturer narrative:
The user followed up with stryker and stated that she has been in contact with several stryker employees and was instructed that the stretcher lacks push handles as it is not designed for transportation purposes. Section b5 has been updated to reflect this. H3 other text : the user was unable to identify the model or serial number of the device.

Event description:
It was reported a user strained their back while using the eye surgery stretcher to transport patients. It was originally reported that the user did not seek medical treatment for the back strain and was unable to provide a model or serial number. The user also stated that she spoke with multiple stryker employees and was informed that the type of stretcher she was using lacks push handles because it is not intended for transportation purposes. The user followed up again and was able to provide the model and serial number of the stretcher and stated she did seek medical treatment for the strains, but did not provide further details regarding the type of treatment.

Manufacturer narrative:
The user followed up to provide a model and serial number of the device and provide information regarding medical treatment. Section b5 has been updated. H3 other text : user facility stated there was no further action needed.

Event description:
It was reported a user strained their back on a couple of different occasions while using the eye surgery stretcher to transport patients. There was no report of medical intervention for the back strains. The user did not provide a model number of the device or the user facility information. Attempts have been made to gather this information.